Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited high capture threshold. Fluoroscopic imaging was performed and confirmed the lead dislodged into the right ventricle. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The report events were lead dislodgement and high capture threshold. Final analysis found a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The report event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
Correction - h6 - medical device problem code should have included capturing problem.